Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber's tip was damaged at 41,330 joules of use. The procedure was completed using a second fiber.

Manufacturer narrative:
The component code 814 fiber and 424 cap refer to the results code 642 thermal problem. Fiber analysis: the fiber's metal cap was found to show of severe char and detritus. The glass cap was found to be detached; the fiber broken proximal to the fiber/cap fusion zone. The glass cap was not returned with the device. There was no indication or report of any party of the device remaining inside the patient. The fiber condition could result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.